Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" 6 mm infusion set, with a highest blood glucose of 270 mg/dl for a few hours despite no reported food intake; supplies were changed and insulin delivery was resumed with subsequent fingerstick of 195 mg/dl, and no issues were noted with the removed infusion set or insertion site. Symptoms included elevated blood glucose without ketone testing, dizziness, loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included product troubleshooting and user education, including a full infusion set change to address a potential infusion delivery or set-related issue. Investigation of this case revealed no device alarms and no observed hardware or infusion set defects after the change, and the event resolved with standard troubleshooting, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.